Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. It was later noted there was no complaint against the device. The device has been explanted.

Manufacturer narrative:
Photographic device evaluation : a review of the device through photographs noted no additional observations.